Event description:
It was reported that a patient underwent a laparoscopy with myomectomy, hysteroscopy, d&c, and cystoscopy procedures in 2007. During the procedure, the staff complained that the device would not stop running when the surgeon released the pedal. The patient's bladder was nicked and a cystoscopy was performed after laparoscopy. The patient was sent home with a foley catheter. The biomedical engineer at the hospital noted when they received the motor drive unit in their shop, the selector switch on the back was in the latching functionality (wrong) selection. It was reported that the staff was unaware of the toggle switch options and didn't verify prior to the procedure. The customer also reports the retaining ring for the foot pedal tubing connection on the back of the unit was missing.

Manufacturer narrative:
Conclusion - the biomedical engineer reported that the staff did not verify positioning of the switch prior to the procedure. The instructions for use, which accompany each device, state "toggle switch: toggles between gynecare aspirasheath and gynecare x-tract tissue morcellator mode." "In the gynecare aspirasheath mode, the motor is started by stepping on then releasing the footpedal or by pressing the on button located on the front panel. The motor is stopped by stepping on then releasing the foot pedal or by pressing the off button located on the front panel." "In the gynecare x-tract" tissue morcellator mode the motor is started by holding the foot pedal down. The motor is stopped by releasing the food pedal. The on button on the front panel will not start the motor in the gynecare x-tract tissue morcellator mode."